Event description:
A caller reported a malfunction on the pump, identified as malfunction code "malf 0." There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which successfully resolved the issue, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction code reappeared and confirmed understanding of the guidance given.